Event description:
Procedure performed: laparoscopic sigmoidectomy event description: two complaints have been made from this submission. Complaint # (B)(4) (first affected case), complaint # (B)(4) (second affected case). The rep was present during the case. From the first activation of the device, the generator did not emit any seal end tones. No issues were noted with the seals and the other tones from the generator were fine. The generator was set to the maximum audio setting but no end tones were heard. Device was used to complete the case. No patient injury. Device was used in a second case the same day with new handpieces. Product is available for return. Type of intervention: used generator to complete the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the volume of the generator was low. Based on the condition of the returned unit, the reported event was caused by a faulty speaker.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic sigmoidectomy. Event description two complaints have been made from this submission. Complaint (B)(4) (first affected case). Complaint (B)(4) (second affected case). The rep was present during the case. From the first activation of the device, the generator did not emit any seal end tones. No issues were noted with the seals and the other tones from the generator were fine. The generator was set to the maximum audio setting but no end tones were heard. Device was used to complete the case. No patient injury. Device was used in a second case the same day with new handpieces. Product is available for return. Type of intervention: used generator to complete the case. Patient status: no patient injury.